Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump received with blank display. Unable to perform the displacement test due to blank display. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the motor, or force sensor.¿ however, found cracked u6 on the pcba 2 and dented piezo on the pcba 1. While swapping out test board, the j2/pcba 2 separated from the board due to cold solder joint. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and deep dented keypad overlay. No case crack on the battery compartment noted. Blank display was confirmed during analysis due to cracked u6 on the pcba 2. Pump received with cold solder joint on j2 on the pcba 2. Cosmetic damage at battery compartment was not confirmed, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. No harm requiring medical intervention was reported. The device mmt-1886 was returned for analysis.